Event description:
The core micro drill was sent for eval because it was overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint could not be duplicated; the device had no power. Corrosion of the motor was identified as the probable cause of the device overheating.